Event description:
It was reported that the keypad on the customer's insulin pump became unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 248 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.